Event description:
Urethral bulking implant material was observed in the patient's bladder when the doctor checked the patient to determine why her symptoms remained unimproved. The doctor observed complete expulsion of the material into the bladder. No further information or complications have been reported.